Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected shock impedances of greater than 125 ohms. A high energy shock was delivered with a more precise impedance of 83 ohms. The shock lead alert limit was increased to 150 ohms. The patient will be monitored. No adverse patient effects were reported. The device remains in service.